Manufacturer narrative:
Based in the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was diagnosed with peritonitis, during a peritoneal dialysis clinic visit, on (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not don a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. On (B)(6) 2014, the pt was started on a six week course of antibiotic: drug name, dose, route, and frequency unk. As of (B)(6) 2014, the pt continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues, the pt's signs and symptoms of peritonitis have resolved, and the pt has discontinued taking the unk antibiotic medication for the peritonitis.